Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that there was a gap in adhesive area between server plug-in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was no problem was detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens has a chip. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around objective lens has a chip is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.